Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 where the surgeon found ¿marked adhesions adhering the omentum up to her previous hernia repair¿ and further found ¿an obvious hernia defect¿.just inferior to the mesh and a second defect was seen near the umbilicus.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, bleeding, stress, depression, scarring, lack of energy, constipation, and difficulty walking, standing and sitting. No additional information provided.